Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and the uphold vaginal support system were used. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced bowel problems, recurrence, and vaginal scarring. It was also reported that patient underwent excision of extruded vaginal and obstructing midureteral sling, and cystoscopy on (B)(6) 2010 due to pelvic and vaginal pain, dyspareunia, infection, urinary incontinence, retention, leakage, inflammation, and vaginal bleeding. (B)(4).

Manufacturer narrative:
(B)(6). It was reported that the patient underwent mesh implantation due to stress urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, frequency and incomplete bladder emptying. It was reported that patient underwent total vaginal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2010 by dr. (B)(6) due to uterine fibroids.

Manufacturer narrative:
Additional patient codes: (B)(4) - urgency, (B)(4) - overactive bladder, nocturia additional information. Additional narrative: it was reported that following insertion the patient experienced urgency, overactive bladder, and nocturia.